Manufacturer narrative:
The insulin pump alarmed constant motor error during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was unable to complete rewind due to the motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.